Manufacturer narrative:
H10: one device was received for evaluation. A visual inspection was performed which observed the tubing was separated from the third y-site clearlink in the downstream part. A dimensional test was performed and the tubing was according to specification. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no.: cell: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broke at the y site. This occurred after the set was disconnected from a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.